Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092036. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a vancomycin 1gm vial was attached to a 250 ml bag of normal saline via a vial-mate reconstitution device, the rubber stopper of the vial was cored and floated in the bag. It was further reported that when a second vial was then attached using another vial-mate reconstitution device, the second vial rubber stopper also cored and was seen floating in the vial. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.